Manufacturer narrative:
Suspect device has not returned to evaluation. However, log file shows that the device actives leak alarm that recur three times last 18/06/2018. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported an active alarm for inspiration valve or device leaky. At this time, the patient is reported unknown.